Event description:
It was reported by the rep that (1) mcl20 was used during an unknown procedure. It was reported that the device misfired. There was no pt consequence. There are no other details available at this time.